Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the lead was placed multiple times and appeared anatomically correct, medial/superior in the s3 foramina. After multiple tests and a lengthy period of time, the decision was made to try a new lead wire. They attempted to use a new test cable, test box, and grounding pad. The new lead was placed in the same location, confirmed via x-ray, and all of the electrodes tested appropriately; the patient demonstrated a bellows and toe response at 1.0 on all 4 electrodes. The issue was noted to be resolved. Additional information was received from a manufacturer representative. It was reported that after implanting the lead several times, they could not get a consistent response. At that time, they exchanged the ground pad, test cable, and test box, but none of those changes helped so they decided to use a new lead wire. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.